Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was: tg3115/05492484.

Event description:
In 2007, the patient was treated with two gore tag thoracic endoprosthesis. One month later, the patient died. The official cause of death is not known. Further investigation is being conducted.